Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod for an unknown duration. The adhesive completely separated from the infusion site causing the cannula to dislodge. The patient reported that their dexcom was reading low, so they did a fingerstick and they were actually reading high. The patient called an ambulance and while the paramedics were there, the patient applied a new pod. No treatment was provided by the paramedics. The patient reported that they sweat a lot and the pods sometimes fall off due to their sweating and they do not realize it. As treatment, a new pod was placed.